Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10mmx2.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported.